Manufacturer narrative:
Stripped ptfe coating from the guide wire and body fluid prevent the guide wire removal. (B)(4).

Event description:
It was reported that during implant, after lead placement the stylet could not be removed from the lead. The lead was explanted and replaced. Patient's condition is good.